Event description:
It was reported that a patient underwent a robotic-assisted ventral hernia procedure on (B)(6) 2026 and suture was used. During the procedure, the surgeon reported that the suture did not perform as expected. The needle detached from the suture, and suture fraying was observed while passing the suture through the mesh and abdominal wall for mesh positioning and fixation. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.did the reported issue contribute to any patient adverse consequences?do you have any photos available for visual analysis?how many devices demonstrated the alleged deficiency?